Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the presence of a full complement of staples. There was observed damage to the staple guide. The anvil of the instrument was observed to be not tilted and separated from the instrument. The anvil was able to be attached and the twist knob was able to be rotated without difficulty. The device could not be fired over test media due to the observed staple guide damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected an unreported condition of a damaged staple guide that has no relationship to the reported condition. Replication of the observed staple guide damage may occur due to rough handling. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during end to end anastomosis on a laparoscopic low anterior resection, the surgeon tried to assemble anvil and trocar, but it did not work. It was also reported that there was unusual effort required to turn the twist knob in order to visualize the green bar and the twist knob did not rotate to the end. Another device was used to complete the case. There was no patient injury.